Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic. Upon interrogation, the right atrial lead exhibited noise. During the device upgrade procedure, the lead was capped and replaced. The patient was doing fine.